Manufacturer narrative:
(B)(4). Insulin pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass.

Event description:
It was reported that insulin pump screen was cracked and customer can able to read the screen. Customer's blood glucose level was 9.7 mmol/l. Customer stated that they was playing and insulin pump was bumped into a wall. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.